Event description:
I am reporting repeated failures of the freestyle libre 3 plus sensor. Most recently, my sensor failed after only 9 days of use. The sensor either detached prematurely or stopped functioning properly before the expected duration, leaving me without continuous glucose monitoring. I rely on this device daily to manage my diabetes. Due to these failures, I was left without proper monitoring and had to rely on alternative methods. During these periods, my blood glucose levels increased significantly (approximately 300 mg/dl), creating serious health risks. I have experienced multiple similar failures with this product. Approximately five of my most recent sensors have failed prematurely. As a result, I have been forced to purchase replacement sensors out of pocket, causing financial burden. When I contacted abbott diabetes care for warranty support, I was denied assistance and told I had exceeded replacement limits, despite the sensors failing under normal use. I have always complied with their requests, including returning defective sensors when instructed. I was also told not to contact the company again and was instructed to "go to another company" if I needed sensors. Additionally, I was warned that if I continued requesting replacements, I could face legal action. Furthermore, I experienced highly inappropriate, abusive, and discriminatory conduct from customer service representatives. One representative, identifying himself as "(B)(6)," used insulting and degrading language toward me, including stating that they "make sensors for humans, not animals," and told me not to contact the company again. I was also told that because I have lupus, they could not assist me. This conduct is unacceptable for a medical device manufacturer. I am reporting both the repeated device failures and the inappropriate and discriminatory behavior from the company. Blood glucose increased significantly due to sensor failure and lack continuous monitoring I was forced to rely on alternative methods to manage my condition. Pt: 1905. Device: 4045, 3023. Ref: mw5187243.